Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient pres ented in the ER after receiving inappropriate hv therapy and was admitted to the hospital. Programming changes were made. Patient was doing fine after the event.